Event description:
The patient was a trauma case with multiple injuries. During a repair of a fractured pelvis, 2 of the 2.5mm drill bits, from the stryker pro system, fractured off during screw application. Tips of the drill bits were left in the bone. The other part of the bit is available for manufacturer inspection.